Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310f31 tissue valve, implanted (B)(6) 2005, 5076-52 lead, implanted (B)(6) 2005. (B)(4)

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) and non-sustained tachycardia (nst). The lead remains in use. No patient complications have been reported as a result of this event.